Event description:
On (B)(6) 2012, an attorney representing dr (B)(6) of (B)(6), contacted allen medical to request positioning info for our stirrups. During this contact, a previously unreported positioning injury from 2009; case was reported. Post-operatively in recovery, the pt reported peroneal nerve damage causing "drop foot", the attorney said.

Manufacturer narrative:
No deficiencies or malfunctions were reported with the allen stirrup, which was not taken out of use following the 2009 procedure. The injury, which could not be attributed directly to the stirrup, was not reported to us. There has been no return of the stirrup for evaluation and the serial number - needed for identification and aging purposes, was not provided. No conclusions can be drawn.